Event description:
The reporter indicated that a 12.6mm, vich12.6, +01.5 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. Lens was explanted due to aqueous misdirection on (B)(6) 2023. This resolved the problem.

Manufacturer narrative:
H6: work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated hyperopic was observed in patient. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A1 - unk a2 - unk a3 - unk a4 - unk a5 - unk a6 - unk b3 - unk d2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry) d4 - unk d6a - unk h4 - unk claim# (B)(4).

Manufacturer narrative:
D6a - implanted date: (B)(6) 2023. D6b - explant date: (B)(6) 2023. Claim # (B)(4).